Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with an unspecified gel breast implant experienced left sided rupture and soreness post procedure. As a result, patient underwent bilateral removal on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 1/2/2020, the mentor failure analysis lab received the device for evaluation. The impacted device is a 300cc mentor memorygel breast implant. The investigation of the returned device was completed by the failure analysis lab on 1/16/2020. Device evaluation summary: according with the information reported, the patient was experiencing soreness to the touch under the left arm. Mammogram confirmed rupture on the left implant. During visual analysis of the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).